Event description:
The customer reported that the system would produce an audible beeping sound and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the ac voltage. The system was tested and found to be working as intended and put back in service.